Manufacturer narrative:
The customer indicated that quality control (qc) was within laboratory established range prior to the event. Qc was not able to be run after the incident due to the calibration failure. Actual qc data was not provided by the customer. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse dis-assembled the flowcell and noted a missing quad ring. The fse also indicated that the flowcell appeared clean, but the fse cleaned it and struck the carbon bridge. The fse proactively replaced the chloride (cl) electrode tip. Due to ongoing na calibration failures, the fse returned the following day and replaced the na electrode, syringe pump drive assembly and syringe, and the sample probe and level sense assembly. Failure mode is unknown. Multiple parts were replaced and actions taken, any of which could have caused or contributed to the event.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 synchron chemistry analyzer generated false high sodium (na) results for five (5) patient samples. The erroneous results were reported out of the laboratory. When routine calibration failed, previously run samples were repeated on an alternate instrument in the laboratory and reports were amended. No patient demographics were provided by the customer. There was no death, injury, or change to patient treatment attributed to or connected to this event.